Event description:
It was reported that (2) devices were used during a total gastrectomy. It was rported by the affiliate that the tvc55 instrument locked out and would not move. Another instrument was used to complete the case. There was no consequence to the patient. Only one of the two devices will be returned.